Event description:
The zenith main body graft, contralateral iliac leg graft and ipsilateral iliac leg graft were all deployed per instructions. The angiogram performed following the stent graft deployment revealed a late filling of the aneurysm, by what was presumed to be retrograde flow from a lumbar artery. The late filling of the aneurysm allowed visualization of the aortic bifurcation relative to the iliac leg landing sites, revealing that there was a relatively short landing zone and inadequate apposition of the distal stent of the contralateral iliac leg graft. Since the pt's left hypogastric artery had previously been occluded, it was determined that an iliac leg graft be deployed within the left iliac leg graft, bridging the region from the main body contralateral iliac limb to the pt's left external iliac artery, providing for a better long term stability of prosthesis. All visible signs of an endoleak were resolved with the placement of the additional leg graft.